Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side textured implant with capsular contracture baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported bilateral textured implant with capsular contracture baker grade iii. Patient reported for right side "had a lift and breast augmentation two years ago, using the textured implants that have now been recalled. Since initial surgery, had two additional breast surgeries to correct placement due to excessive upper fullness". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.